Event description:
During a left heart catherization the arstasis access device kinked and part of the catheter sheared off. Sheared portion retrieved no harm to patient. Catherization and stent placement completed without further incident.====================== health professional's impression======================operative report simply states, "during insertion of catheter and the steel rigid portion, the catheter sheared off."